Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient's ipg is moving and patient experienced tingling sensation in her arms, jaw, and neck. Surgery may occur to address the issue.

Manufacturer narrative:
The reported observation of ipg migration was confirmed based on the damage witnessed at the ipg header suture anchor sites. Migration of the device cannot be reproduced through electrical or mechanical analysis in the ppe lab. The cause of the reported observation was not ascertained; the device exhibited normal characteristics during electrical analysis. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. System impedance test results using a clinicians programmer was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.

Event description:
Additional information received indicates the ipg was explanted and replaced due to the the holding opening around the ipg being cut through by the thread.